Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed power consumption outside the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Patient's bsa: (B)(6). Manufacturer log file analysis review date: 09/09/2015; dates through (B)(6) 2015: power consumption. Additional notes: -7 high watt alarms have been logged since (B)(6) 2015. An increase in power consumption and estimated vad flow was observed on (B)(6) 2015 reaching a peak of 8.1 w which is outside the normal operating range. Parameters have since returned to within the normal operating range. An increasing trend in estimated flow and power consumption was observed starting on (B)(6) 2015. Waveforms indicate a slight rise in power consumption of approximately 0.6 w starting on (B)(6) 2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that on "(B)(6) 2015 patient presented to clinic for routine outpatient visit. "Vad coordinator noted flow above baseline." "Patient typically in the 5s, now in 6-7 range." Also noted an "increase in power about 5 days ago on trend screen." "Log files were sent and revealed an increase in power, however still within normal operating range." Patient was "admitted for evaluation and further workup." Patient was "placed on heparin drip". On (B)(6) 2015, watts increased with some power spikes noted overnight." "Decision made to perform pump exchange." "Pump exchange performed by surgeon via thoracotomy." "Left ventricle thrombus was present and removed from the ventricle." "The patient tolerated the procedure well and is in the ICU." No additional information provided. Investigation is ongoing.